Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, backup operation was observed. The patient noted that they had not been sleeping in their regular room the night before. A device restoration was performed and a firmware upgrade were completed successfully. The patient was fine after the restoration and upgrade. The patient would be monitored with regular follow-up.